Event description:
According to the reporter: occurred during an open reconstruction of biliary enteric anastomosis due to iatrogenic injury of biliary tract. During the anastomosis between the jejenuno-jejuno, there was poor staple formation resulting in severe bleeding. To correct the issue, the tissue was oversewn with suture. The product problem resulted in 500 cc or more of blood loss as well as tissue damage due to the small bowel becoming swollen. Patient status is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. Visual and functional evaluation of the staplers noted no abnormalities. The units fired properly with acceptable staple formation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the staples were under crimped. The staple line was complete.